Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump suspended despite her blood glucose being 126mg/dl. She was advised on best practices for calibrating her sensors. She declined additional troubleshooting. No equipment was returned. No additional information was reported.